Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. Physio replaced the biphasic module pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed biphasic module pcb assembly at the failure analysis ctr and verified the reported failure. The assembly was not able to operate properly and deliver defibrillation therapy on a test mock up device. The cause of malfunction was determined to be a failed oscillator, designator g1.

Event description:
It was reported that the device illuminated a service indicator and logged a fault code in the memory possibly indicating a critical failure. There was no pt use associated with the event.